Manufacturer narrative:
Date of event is estimated. Patient declined to provide weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had ineffective therapy. High impedances were found on the left lead. As a result, surgical intervention was undertaken on (B)(6) 2026 where the lead was replaced to address the issue.